Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 5pm. It is not known how the patient manages his diabetes or if changes were made to his usual diabetes management routine. A few hours after the start of the alleged issue, the patient claims he felt symptoms of tired, dizzy and had a lack of energy. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. The patient alleged the meter continued to display the battery indicator after it had been recently charged. There was no indication of misuse. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "tired, dizzy and lack of energy" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.